Manufacturer narrative:
This device was used for treatment, not diagnosis. UDI#: (B)(4) lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal humerus fracture surgery on (B)(6) 2016; the surgeon was inserting a screw into a variable angle plate and the screw was found to be faulty because it was not locking into place. Another screw was readily available and the surgery was completed successfully with no delay. Concomitant device reported: variable angle locking plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Due to the intra-operative issues encountered with the screw, the device was not implanted or explanted. Product investigation summary: only the screw was returned to the manufacturer for evaluation. The returned device shows signs of minor wear, which is consistent with implantation and subsequent extraction (during same surgery). However, in the absence of the noted plate, this complaint is unconfirmed. As such, the issue with the screw not locking into the plate could not be replicated. Further, the manufacturer is unable to determine a definitive root cause. However, the most likely cause is related to improper procedural technique (i.e. Procedure conducted without a torque limiter). It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification and a drawing review were performed on the returned screw. No product design issues or discrepancies were observed. A review of the device history records for the returned screw could not be performed due to the absence of a lot number. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).